Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that electrode four was out when the rep checked for impedances. The contributing factors were unknown. The rep was able to reprogram the patient and work around electrode 4 and the issues resolved. Surgical intervention was not planned, and the patient was alive with no injury. There were no further complications reported or anticipated.